Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented overnight in the emergency department with pump off alarms on the history screen. There were low flow events on (B)(6) 2022. The cause of the low flows resolved but the cause could not be confirmed. The event log appeared to have contained data from a backup controller that was recently connected to the patient's pump. The pump appeared to have been connected and disconnected twice before the final/third connection on (B)(6) 2022. These connections took place between 12:47am and 1:33am. After the final reconnect the pump appeared to regain the set speed and run normally with a few low flow estimates recorded. On (B)(6) 2022 the system controller recorded a loss of external power while connected to mobile power unit (mpu) power. The controller¿s emergency backup battery was used to support the system during this event. At 0:42:58 power was restored to the mpu and the power alarm condition was resolved. At 0:48:08 the controller recorded a second loss of external power while connected to mpu power. At 1:04:16 the log file indicates that power was restored to the mpu. Driveline was still disconnected. At 1:04:50 the driveline was reconnected to the system controller and motor speed returns to 5100 rpms. At 1:33:14 another driveline disconnect event was recorded. This would have resulted in a pump stopped event. At 1:33:59 a controller shutdown sequenced was started. At 9:31:56 the controller was connected to a power module. The data from the backup controller previously evaluated indicated that, at the times of driveline disconnect events from the primary controller, a switch to the backup controller was made. Related manufacturer reference report # 2916596-2022-01393; 2916596-2022-01363; 2916596-2022-01362

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the reported pump stop events that were associated with the disconnection of the driveline. Although a specific cause for the disconnections could not be determined through this evaluation, the account communicated that the disconnections occurred during an outside facility and performed by a paramedic in the field. The submitted system controller event log files contained data from 25feb2022 through 26feb2022. On 26feb2022 at 0:47:41, the driveline was disconnected, causing the pump to stop. It appeared that the patient was connected to the backup controller. The patient was connected to the backup controller at 0:47:45, and operated as intended until 01:03:21, when the driveline was disconnected. The driveline was then reconnected at 01:03:45 and the pump resumed operation until 01:04:28, when the driveline was disconnected again. It appeared that the patient was reconnected to the patient¿s primary controller at 01:40:50 and the pump resumed operation until 01:33:14, when the driveline was disconnected for the final time on the patient¿s primary controller and reconnected to the backup controller. After the driveline was reconnected to the backup controller, the driveline remained connected for the remainder of the file. Low flow, driveline disconnect, low power advisory, and left ventricular assist device (lvad) off alarms corresponded to the driveline disconnections. In addition, the file captured several low flow alarms, and the alarms were noted to occur when the pulsatility index (pi) values were elevated. The files showed that the pump appeared to operate as intended at the set speed while the driveline was connected to the system. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-022601. No further related events have been reported at this time. The relevant sections of the device history records for mlp-022601 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 provides an explanation of all pump parameters. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard and driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the low flow hazard and driveline disconnected alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.